Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed. In addition, it was reported that a cartridge change error message occurred. Reportedly, the customer did not follow the on-screen instructions prior to loading a cartridge. Customer's blood glucose level was 300 mg/dl. The cartridge was reloaded successfully and customer resumed insulin therapy.